Event description:
It was reported a prospective patient was reading about the spinal cord stimulation therapy and read that patients had experienced nerve damage. The reporter stated they were not sure where they read this information.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer. (B)(4).